Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose values were between 100 mg/dl and 120 mg/dl, but the blood glucose values were between 60 mg/dl and 280 mg/dl. The customer removed the sensor after two days. No alarm had occurred. The problem occurred with two sensors. At the time of the phone call the customer's blood glucose was 111 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.